Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The insulin pump was received with corroded battery tube, cracked battery cap contact and minor scratches on lcd window.

Event description:
It was reported the customer received a blank display after changing their battery. Customer stated they have tried a new battery cap, but the blank display persisted. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 342 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.